Manufacturer narrative:
Date of report: 05dec2018. Date received by manufacturer: 04dec2018. Multiple attempts were made to obtain information regarding the repair of the unit, however, no response was received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19nov2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported unit fails to power on. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.